Manufacturer narrative:
Updated the h6 patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative neither patient controller communication nor charging the implantable neurostimulator (ins) was possible after magnetic stimulation was performed while turning off the patient¿s stimulation with a clinician tablet. It was noted the patient¿s symptoms recurred after the stimulation was turned off. The hcp observed that ¿the event might be due to combined use of magnetic stimulation at the time of establishing telemetry with the ins.¿ the clinician tablet application was rested and telemetry was attempted again in an effort to troubleshoot the issue, but the issue remained unresolved. Additionally, ¿methods such as invalidation of the device were performed, but communication was not restored;¿ the ins could not be disabled with a patient controller. It was stated that the ins could not communicate with any external devices. Attempts were made to use a clinician programmer, patient controller, and recharger telemetry module (rtm) to connect to the ins to perform normal functions as well as attempting a passive charging with the patient controller and attempting to disable and re-enable with the controller, but none of these options worked. The ins was to be replaced on (B)(6) 2020 as a result of the issue. No further complications were reported or anticipated.